Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿poor image¿ was confirmed. The device evaluation found there was no image displayed due to faulty cable. Additionally, the cable failed a leak test on the camera head connector, faded label on the rear cover, and minor scratches on the charged coupled device camera head body. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed due to communication failure caused by cable failure. For cause of cable failure, it is presumed that the cable was broken due to water invasion from connector damaged part. The root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had a poor image problem. The issue was found during preparation for use in an unknown diagnostic procedure. There were no reports of patient or user harm associated with this event.